Manufacturer narrative:
No sample collection and centrifugation data was supplied. Customer reported to bci cts (customer technical support) that a noticeable difference in troponin (accutni) patient results between the 2 instruments around the time that accutni reagent lot number 850003 was put into use. Accutni reagent lot number 850003 was in use on the dxi when patient one was processed. Accutni reagent lot number 850010 was in use on the dxi when patient two was processed. Two levels of accutni qc resulted within specifications on (B)(6) 2009. A system check performed on (B)(6) 2009 at 11:52 resulted within specifications. A field service engineer (fse) performed a preventive maintenance (pm) the week of (B)(6) 2009. Fse 20-replicate precision run with good precision between pipettors 1 and 2. Fse performed high-sensitivity system check. Results recovered within 1 sd of the same 7 patient results from the other instrument. This reportable event was identified during a retrospective review conducted between january 1, 2008 - october 23, 2010 of complaints for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxl 600 access immunoassay system. The two samples were repeated on an alternate analyzer and results in the normal reference range were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.